Event description:
On (B)(6) 2011, it was reported that the vns pt was scheduled for prophylactic battery replacement and that during surgery, it was found that the pt had high impedance with a dcdc of 7. The pt was then rescheduled for a full revision surgery on (B)(6) 2011. The pt went for surgery on (B)(6) 2011 and the explanted product has been requested for product return in order to performed product analysis; however, it has not yet been received by the MFR. Good faith attempts for add'l info from the physician have been made, but no further info has been received to date. When add'l info is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.